Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the limited information available and no images to review, the conclusive cause of the pvl cannot be determined. In this case, it was reported that the valve was released and dislodged. This indicates that the pvl may have caused by the valve dislodgement. Potential factors that can influence a dislodgment include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or a number of others. Based on the information available, the cause of the dislodgement cannot be determined. Dislodge events are typically not related to a device malfunction. A decision was made to snare the valve and tried to reposition the valve; though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a possible bic uspid aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20mm trumed balloon. The valve was deployed to 80% and was deep (3mm) on the non-coronary cusp (ncc). As the valve was released, it moved ventricular to a depth of 13mm. Mode rate paravalvular leak (pvl) was noted. It was confirmed the valve had not impinged on the mitral valve. An attempt was made to reposition the valve with a snare, but due to the diameter of the ascending aorta, the valve was left at the original implant depth. A s econd valve was implanted about 6-7mm higher than the first and resolved the pvl. No additional adverse patient effects were reported.